Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of the heater bag of an amia pd cycler set disconnected from the machine, resulting in a leak. This occurred during drain three of four of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing was detached from the cassette. The reported issue was verified. The cause of the condition is insufficient bond during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.